Manufacturer narrative:
The reported event of no capture was not confirmed. Final analysis found the damage was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a lead replacement. It was noted that the left ventricular lead exhibited loss of capture. Dislodgement was confirmed with an x-ray. The lead was explanted and replaced. There were no patient consequences.